Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve non recoverable fault on vision side cart (vsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found component module issue by electrical or fiberoptic issues. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the site encountered non-recoverable error #319 fault prior to starting. Site replaced the patient side cart (psc) but the issue persisted. Tse advised the customer to replaced the vision side cart (vsc) and the customer agreed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were not placed prior to the issue being identified. The type of da vinci-assisted surgical procedure was performed by the surgeon was robotic assisted morgani hernia repair with patch. The date and time of the procedure was (B)(6) 2025 at 14:11.